Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6) 2017. The most recent information (r2002305) was received on (B)(4) 2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criterion medically significant), fatigue ("strong fatigue as exhaustion"), arthralgia ("joint pain"), myalgia ("muscular pain"), visual impairment ("vision decreased"), amnesia ("memory loss"), disturbance in attention ("lack of concentration") and premature menopause ("precocious menopause"). In 2019, the patient experienced allergy to metals ("nickel allergy"). Essure treatment was not changed. At the time of the report, the abdominal pain, allergy to metals, fatigue, arthralgia, myalgia, visual impairment, amnesia, disturbance in attention and premature menopause outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, amnesia, arthralgia, disturbance in attention, fatigue, myalgia, premature menopause and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2019: nickel allergy. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-nov-2017. The most recent information ((B)(4)) was received on 21-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criterion medically significant), fatigue ("strong fatigue as exhaustion"), arthralgia ("joint pain"), myalgia ("muscular pain"), visual impairment ("vision decreased"), amnesia ("memory loss"), disturbance in attention ("lack of concentration") and premature menopause ("precocious menopause"). In 2019, the patient experienced allergy to metals ("nickel allergy"). Essure treatment was not changed. At the time of the report, the abdominal pain, allergy to metals, fatigue, arthralgia, myalgia, visual impairment, amnesia, disturbance in attention and premature menopause outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, amnesia, arthralgia, disturbance in attention, fatigue, myalgia, premature menopause and visual impairment with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2019: nickel allergy. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-feb-2020: patient reported in follow up to health authority that essure was inserted on 17-nov-2011, the events started in 2012. She had a nickel allergy (tested in 2019) - event was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.